Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, the device presented an error code for the items which led to it being removed an resulted in them not being able to get used. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. Results of investigation have concluded that the electrode was detached and has contamination marks which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device used in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found a related failure; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wands shows a partial detached screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wands. The fuse resistance was measured and registered 1736ohms on wand prior to activation; this indicated a blown fuse. The wand were connected to a known good q2 controller and presents an error e-7. The error e-7 was by-passed using a fixture box and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was verified, and there are several root causes that could have contributed to a damaged electrode. 1) overloading and not adhering to the desired set-point 2)rate of ablation 3) prolonged use against dense or bony surfaces. There are no indications to suggest the device did not meet product specifications upon release into distribution.